Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 9 years, 4 months due to prosthetic aortic valve stenosis. Ef of 45%. Nyha class IV. Aortic valve area: 0.63 cm2. The old aortic valve was excised and any excess calcium in the annulus debrided. No other findings on the valve documented. The device was replaced with another edwards bioprosthetic valve. Postop tee demonstrated zero aortic insufficiency.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification was observed in the cusp area of leaflet 2, moderate calcification was observed in the cusp area of leaflet 1 and minimal to moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited moderate calcification, free margin of leaflet 3 exhibited heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Leaflet 3 had a tear at commissure 3. Calcification was also visible at the region of the tear. The x-ray demonstrated calcification. X-ray. The explanted device was returned to edwards for analysis, which confirmed the reported event. The evaluation demonstrated heavy calcification on the prosthetic valve, explaining the patient's aortic stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.